Event description:
The MFR's rep reported the pt was implanted with a new pump. The pump was filled with baclofen 2000mcg/ml, a priming bolus was done, and the pump was programmed to infuse 125.1 mcg/day. Approximately 30 minutes after leaving recovery, the pt had pinpoint pupils and was unresponsive, "the pump was turned off for about 4 hours."